Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. The device history record of batch number reported has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform an investigation and thorough investigation, it is necessary to evaluate the sample involved. However, material from the production line was verified and no issues were found that can lead this customer complaint. If the sample becomes available this investigation will be updated. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "doctor found the jet leakage which caused no mist came out from the small volume nebulizers during use on patient, changed for another one to complete the treatment. Patient is fine."